Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the escape button was sticking. Blood glucose level was 160mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to the corroded keypad traces. No stuck button noted. The unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.